Event description:
It was reported that the pump's quick bolus/wake button was difficult to press and required multiple attempts to turn on the pump screen. The caller did not provide information on whether the issue resulted in blood glucose levels above 500 mg/dl or below 54 mg/dl. The customer agreed to remove the case from the pump, and technical support guided them through attempts to press the button correctly, but the difficulty persisted. As a result, technical support decided to replace the pump, and the customer planned to use multiple daily injections as a backup therapy during the replacement process.